Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right atrial (ra) lead exhibited intermittent capture. No programming changes were reported. No patient consequences were reported.